Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The armlock mechanism of the control panel has been adjusted to resolve the issue.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported that the bag arm latch did not function resulting in the loss of manual ventilation. There was no report of patient involvement.